Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.

Event description:
Prior to the start of an ablation procedure, it was reported that the physician observed evidence of bleeding during the biopsy. The physician attempted to treat the bleed, and an rpd and 1.6 nb3 probe were placed following the biopsy. Subsequent MRI scans were obtained, and imaging confirmed the presence of a bleed/clot. The physician elected to abort the litt procedure and procedure and proceeded with a craniotomy to treat the bleed.